Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information was requested, and was unavailable at the time of this report.

Event description:
It was reported to philips that while this m4735a defibrillator was in use on a patient in cardiac arrest, the device would not deliver a shock. Defibrillator pads were used in the manual mode on this patient and the device was charged to 150j. After the first shock was not delivered, the users charged the device and attempted again but stated the shock was not delivered. The users then connected the defibrillator pads to a different defibrillator. The involved patient survived.

Manufacturer narrative:
It was reported to philips that while this m4735a defibrillator was in use on a patient in cardiac arrest, the device would not deliver a shock. Defibrillator pads were used in the manual mode on this patient and the device was charged to 150j. After the first shock was not delivered, the users charged the device and attempted again but stated the shock was not delivered. The users then connected the defibrillator pads to a different defibrillator. The involved patient survived. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was could not be confirmed by the fse. Philips requested additional information, customer refuses to provide patient information per key market contact. No details for incident available; no strips. The device passed all performance assurance testing and was placed back in service. While the reported problem could not be confirmed, philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. .